Event description:
It was reported that while unpacking, a cre wg 15-18mm/180cm/5.5 f/g balloon catheter, it was noticed that the directions for use (dfu) attached to the packaging was not correct. The device did not come into contact with a patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.